Manufacturer narrative:
(B)(4). The customer's product has ben requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. The customer reported modifying their dosage of medication based on readings obtained in the incorrect unit of measure, and then felt symptoms of hypoglycemia. However, there was no report of death or serious injury associated with this event.